Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had damaged infusion sets, as the infusion set's tubing came apart. Moreover, the patient did not know what had happened. No further information available.